Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the 10.4" display w/ rtv bead sea, and performed all functional and safety checks to meet factory specifications. Moreover, the fse advised the customer that getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of the unit. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) unit displayed patches, black spots and lines throughout. As a result, the display was inoperable. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) unit displayed patches, black spots and lines throughout. As a result, the display was inoperable. No patient involvement.

Manufacturer narrative:
Updated fields: b4, e2, e3, g2, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11corrected fields: b5, d4(UDI#), g1(contact person)